Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the unit failed to switch to back-up power. No other details regarding the nature of this event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.